Event description:
The patient was placed on the oscillator; however, two days later, the patient began to desat and was not getting enough oxygen. The patient was sedated at this time and was not moving or breathing over the ventilator. The rt began troubleshooting to see if the problem was water in the tubes, etc., but it did not work. The machine had to be replaced as it would not maintain pressure. Manufacturer response for care fusion oscillator ventilator, care fusion oscillator ventilator (per site reporter): unknown.